Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment.

Manufacturer narrative:
The investigation is completed. The device history records (DHR) for the device was reviewed. The associated device was released based on the product's acceptance criteria. Technical services provided and analyzed the service history for two years which indicates proper and periodic maintenance has been completed. All calibrations, which were performed, are within specifications and tolerances. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).